Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the results monitor and found flags associated with mix check, indicating sample mix issue. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed service method tests (smts). During the follow-up visits, the cse determined that the calibration was failing. The cse replaced the sample 1 mixer and integrated multi-sensor technology (imt) mixer. The cse repeated the smts and applied the bottom of cuvette correction (bocc) for the sample 1 and imt probe and recalibrated glucose assay, which passed. The cse ran quick check, which passed. The cse determined that the water purification module (wpm) tank overflowed. The cse replaced the wpm tank level sensor. The cause of the discordant, falsely low glucose result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a dimension vista 1500 instrument. The initial result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting higher. The nurse tested glucose levels of the patient using an alternate method and the result was higher. The first repeat result was reported to the physician(s) as a correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.